Event description:
The customer reported that when the ventilator alarmed, the facility remote alarm would only alarm intermittently. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported problem. The service technician replaced the main pcb board to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.